Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient.  Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.   Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  A very common failure mode is tissue calcification.  The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Based on the limited information provided, the root cause for the valve degeneration proximally 6 years post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities and/or pre-existing valvular disease process.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through (B)(4) clinical study, approximately 6 years post implantation of a 23mm sapien xt valve in the aortic position via transfemoral approach, the patient was seen in valve clinic for c/o increased shortness of breath. Severe aortic stenosis was observed. Echo (tee): ef 20-25%, no thrombus was visualized in the left atrial appendage or in the body of the left atrium. The valve appears well-seated however the leaflets are moderately thickened with reduced leaflet excursion. There is no paravalvular leak. Mild-mod central ai, severe as, avmg 24.0 mmhg, av peak velocity 3.4 m/s, ava 0.9 cm2. Per the medical records received the patient's case was reviewed and the patient's anatomy was determined to be okay for aortic valve in valve. The date for the valve in valve is to be determined.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.